Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated there was no further information available, nor would there be. The physician was not returning the device.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: 2013-10-11 explanted: other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2000 mcg/ml at 238 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient showed up in the emergency room with withdrawal so the healthcare provider (hcp) brought them to the operating room. They opened up the pocket to do a dye study but when they did this they noticed there was an infection. The hcp cultured the site and explanted the entire system. The hcp contacted the company representative (rep) today stating that the culture did not show anything significant, however the rep stated there was "a lot of pus." The hcp plans to re-implant the system at a later date when the patient was healed and they determine what caused the infection.